Event description:
Patient representative reporting "defectiveness" of the devices. Patient representative additionally reported against left device "capsular contracture baker grade IV" and "bilateral implant illness "bii" (non device related). This relates to the left device. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - other-medical-ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative additionally reported against left device "capsular contracture baker grade IV" and "bilateral implant illness "bii" (non device related). The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reporting "defectiveness" of the devices. Patient representative additionally reported against left device "capsular contracture baker grade IV" and "bilateral implant illness "bii" (non device related). This relates to the left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reporting "defectiveness" of the devices. This relates to the left device. Unknown if device has been explanted.